Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device with pacing/defibrillation/ECG electrodes and adapter. According to the reporter, the device would not display the pt's ECG. The electrodes were replaced by ECG. The electrodes and the device's standard paddles were used to deliver an unknown number of countershocks. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.